Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, this left ventricular (lv) lead exhibited high out of range pacing impedances and loss of capture. A lead conductor fracture was suspected and the system was reprogrammed. This lv lead remains in service. No adverse patient effects were reported.